Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed within the cartridge tubing. Customer's blood glucose level ranged between 176-177 mg/dl. Reportedly, the customer continued to use the pump for insulin deliveries.